Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7957293 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02396. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain and itching occurred. "Consumer states that he has had chest pain and itching since stent placement. He states that it is an "allergic reaction". Also states that the stent became occluded and needed to be "replaced" by another te2 in 2006."